Event description:
A report was received that during a permanent implant, the physician attempted to place the lead and may have been in the intrathecal space which caused a dural tear with no cfs leak. The patient immediated experienced jolting right foot pain. The lead and needle were removed and were re-introduced a level above the original placement and will be programmed at a later date. The patient was admitted to the hospital for ketamine infusion.